Event description:
It was reported that during a device replacement, this right ventricular (rv) lead was difficult to insert into the header of a none boston scientific product. The system presented noisy signals and high impedances within normal limits. A month later the physician decided to remove the none boston scientific product and replace it with a cardiac resynchronization therapy defibrillator (crt-d). During this replacement, the rv lead exhibited terminal end damage and the pin lead was difficult to insert into the header. The physician noted the proximal sealing ring was damaged and was able to remove it. Furthermore, the lead was fully inserted into the header without issues. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device replacement, this right ventricular (rv) lead was difficult to insert into the header of a none boston scientific product. The system presented noisy signals and high impedances within normal limits. A month later the physician decided to remove the non boston scientific product and replace it with a cardiac resynchronization therapy defibrillator (crt-d). During this replacement, the rv lead exhibited terminal end damage and the pin lead was difficult to insert into the header. The physician noted the proximal sealing ring was damaged and was able to remove it. Furthermore, the lead was fully inserted into the header without issues. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this rv lead was explanted and replaced. This rv lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned approximately 115 mm from the terminal end. Only the proximal segment was returned. It was observed that the is-1 proximal seal rings were lifted from the surface below them, this could result in insertion difficulty into the header. Analysis confirmed that if the lead was implanted in this condition, this could lead to noise, high pacing impedances. Analysis concluded that the clinical observations of difficult-to-insert the lead into the device header, noisy signals, and high pacing impedances allegations were likely caused by the terminal (front) seal rings missing from the peek.

Event description:
It was reported that during a device replacement, this right ventricular (rv) lead was difficult to insert into the header of a none boston scientific product. The system presented noisy signals and high impedances within normal limits. A month later the physician decided to remove the non boston scientific product and replace it with a cardiac resynchronization therapy defibrillator (crt-d). During this replacement, the rv lead exhibited terminal end damage and the pin lead was difficult to insert into the header. The physician noted the proximal sealing ring was damaged and was able to remove it. Furthermore, the lead was fully inserted into the header without issues. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this rv lead was explanted and replaced. This rv lead has been returned for analysis. No additional adverse patient effects were reported.